Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. Visual examination of the provided pictures identified anchor fractured near the tip and the inserter tip is bent at nearly a 90-degree angle at the same location as the fracture. Photos do not allow for any further visual evaluation. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while impacting, the anchor broke tip and bent cleat. Hard bone possible, all fragments and tip were able to be removed. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.